Manufacturer narrative:
Investigation summary: it was reported there was foreign matter floating when drawing fluid into the syringe. To aid in the investigation, one sample in an opened packaging blister and four photos were received for evaluation by our quality team. A visual inspection was performed and there is a black colored speck adhered to the inner wall of the syringe barrel. The foreign matter measures 1/64" and is the same material as the rubber stopper. The rubber stopper was inspected with a 30x microscope, and no damages were observed. This defect could occur if, during the trimming process of the rubber stopper, a piece of material remained stuck to the rubber stopper and made it through the assembly process. The four photos provided show the sample received. A device history record review was completed for provided material number 302830, lot 2279878. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The photos will be shown to the associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was seen floating in the bd luer-lok¿ tip syringe after drawing up fluid. The following information was provided by the initial reporter: "when the or draws fluid into the syringe, you can see little things floating in the fluid. It could be part of the rubber piece."